Event description:
It was reported that the device was used during a low interior resection. It was reported by the rep that as the surgeon closed the anvil and cartridge halves of the cdh33 instrument together and fired the instrument, the surgeon heard the washer crunch and immediately felt something odd. Upon removal of the instrument, the anastomosis just fell apart. The surgeon noticed that the staples loosely fell into the abdomen and were not formed into the normal "b" shape. A cdh 29 was used to successfully complete the case. There was no consequence to the pt.